Manufacturer narrative:
Evaluation results: inherent risk of procedure-detachment of a component of the system - related to another drug/device -hemostatic valve/sheath. No results available since no evaluation performed- device or procedural images not provided for review. No device received for evaluation. (B)(4).

Event description:
It was reported during an attempt to treat a lesion in the iliac artery, the physician noted the stent dislodged from balloon inside the sheath. The device was prepped, inspected and removed from packaging as per IFU with no issues noted. The stent dislodgement occurred during insertion into homeostatic valve. The physician removed sheath and discarded the stent. The stent was not implanted in patient. No patient injury or clinical sequelae were reported for this event.